Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, h6.

Event description:
Patient reported right side "capsular contracture baker grade IV". Healthcare professional later reported patient had concerns of "breast pain", "swelling", and "numbness shooting through the arm". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient reported right side "capsular contracture baker grade IV". Healthcare professional later reported patient had concerns of "breast pain", "swelling", and "numbness shooting through the arm". Device remains implanted.

Manufacturer narrative:
Device evaluation based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the device.

Event description:
Patient reported "capsular contracture baker grade IV". Healthcare professional later reported patient had concerns of "breast pain", "swelling", and "numbness shooting through the arm". This record is for a right side. Device was explanted.